Manufacturer narrative:
(B)(6).should relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one (1) small volume intermate was leaking from an unspecified location. The leak was noted during inspection of the device prior to adding medication in the compounding process. The device was filled with 0.9% sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was received for evaluation. Visual inspection on the returned sample revealed fluid inside the bag that contained the sample. The cause of the fluid inside the bag was found to be due to an untightened blue winged luer cap. Functional testing was performed by filling the device. After fill, the blue winged luer cap was manually tightened. The sample was monitored until the next day and no signs of leak were observed. The reported condition was not verified. The device was found to be conforming product. Should additional relevant information become available, a supplemental report will be submitted.